Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of sensor pod the patient found the sensor wire sticking out of her skin. The sensor insertion was at the abdomen on the (B)(6) 2015. There was no report any injury or medical intervention. No additional even or patient information is available.

Manufacturer narrative:
(B)(4) describe event or problem - additional, serial number - additional, expiration date - additional, UDI number - additional, device available for evaluation - additional, PMA/510(k) - correction, correction/additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint sensor device was returned for evaluation. A visual inspection was performed and the sensor wire was missing from the housing puck. Due to the separation of the sensor wire, the sensor is considered to be detached. The customer complaint was confirmed. A root cause could not be determined.